Event description:
Patient had bilateral cochlear placement more than two year ago. Per audiology clinic, implants are not working. Because the devices had been recalled, we decided to do bilateral removal and reimplantation simultaneously.